Event description:
This pt has had right knee pain for seven months. Pt has an abnormal gait. The pain has been severe for one month. Pt has decreased in their activities of daily living. X-ray show tibial loosening. Pt had a right total knee arthroplasty in 1982, revision right total knee arthroplasty 1998.